Event description:
It was reported that a skin irritation causing pain and burns had occurred while wearing the pod on the abdomen between 4 and 24 hours. Symptoms were caused by the adhesive of the pod. The patient sought medical attention from his brother-in-law who is a surgeon and treated the burns with an antibiotic and gauze.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.